Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event in between 11-apr-2024 to 10-jun-2024. The infusion set was in use for 24 hours or less. No further information available.